Event description:
Sex: unk. Procedure: lap chole. Reportedly, the clip applier scissored and niched the cystic artery. The surgeon repaired the artery with another clip applier. Only 1 of the 3 clip appliers caused the injury. Product was mixed up during the procedure.